Manufacturer narrative:
The pad-pak was first installed successfully on the 26th july 2012 and performed to specification up to the 16th september 2012. The pad-pak was then removed. On the 26th november 2012 the device passed an auto self-test and then continued to perform as expected up to the 1st september 2013. Multiple manual power ups of mainly ten minute duration were recorded between the 4th september 2013 and the final history log entry, prior to receipt at heartsine, on 23rd august 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.